Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Olympus service operation repair center (sorc) found the following. Failure of the m turret due to deterioration failure of the filter turret due to deterioration burnt of the ac power inlet omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to an error in any of the m turret or the filter turret which occurred when the lamp button of the subject device was pushed. For the burnt of the ac power inlet, omsc surmised that it occurred due to deterioration over time due to repeated use for a long period of time as more than 13 years have passed since the equipment was manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing that the front panel of the subject device flashed when the lamp button of the subject device was pushed. There was no report of patient injury associated with the event.